Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: stucks in tubes / essure coils being in cornua of uterus and salpinx/ stucks in tubes /migration of essure device location of device: tubes") and pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. 626165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica, obesity, lumbago, neck pain, chlamydial infection and cervical pap smear abnormal. Previously administered products included for an unreported indication: azithromycin. Concurrent conditions included scoliosis, dyslipidemia, dysfunctional uterine bleeding, muscle spasms, myofascial pain syndrome, vaginal yeast infection, hypoaesthesia, coccyx pain, degenerative disc disease, tingling sensation, musculoskeletal pain, discomfort, skin cyst removal, macromastia, periapical periodontitis, caries dental, burning gum, bacterial vaginosis, depression, perineal pain, nicotine dependence, paratubal cyst, hypertension, endometriosis and adhesion. Concomitant products included amitriptyline, baclofen, ibuprofen, methocarbamol, pravastatin, pregabalin (lyrica) and tramadol. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety") and migraine ("migraines"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes:bladder problems"). In 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), uterine pain ("severe uterine pain") and fatigue ("fatigue"). In 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes: urinary tract disorder"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("pain (stomach)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (dental surgery and bilateral salpingectomy, hysterectomy (full), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, abdominal pain, back pain, uterine pain, fatigue, mood swings, anxiety, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, abdominal pain upper and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: four coils were noted out side the tube and on the left side three coils were noted outside the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirmed full occlusion of both fallopian tubes. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), uterine pain ("severe uterine pain") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy to remove the essure coils in both fallopian tubes). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, back pain, uterine pain and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, pelvic pain and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of both fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: stucks in tubes / essure coils being in cornua of uterus and salpinx/ stucks in tubes /migration of essure device location of device: tubes') and pelvic pain ('severe pelvic pain / pain') in a 30-year-old female patient who had essure (batch no. 626165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica, obesity, lumbago, neck pain, chlamydial infection and cervical pap smear abnormal. Previously administered products included for an unreported indication: azithromycin. Concurrent conditions included scoliosis, dyslipidemia, dysfunctional uterine bleeding, muscle spasms, myofascial pain syndrome, vaginal yeast infection, hypoaesthesia, coccyx pain, degenerative disc disease, tingling sensation, musculoskeletal pain, discomfort, skin cyst removal, macromastia, periapical periodontitis, caries dental, burning gum, bacterial vaginosis, depression, perineal pain, nicotine dependence, paratubal cyst, hypertension, endometriosis and adhesion. Concomitant products included amitriptyline, baclofen, ibuprofen, methocarbamol, metronidazole, pravastatin, pregabalin (lyrica), tramadol and vitamins nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 3 years 8 months after insertion of essure. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings") and migraine ("migraines"). In 2013, the patient experienced anxiety ("anxiety"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes:bladder problems") and urinary tract disorder ("bladder or urinary problems or changes:urinary tract disorder"). In (B)(6) 2017, the patient experienced abdominal pain upper ("pain (stomach)"). In 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), uterine pain ("severe uterine pain") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), abdominal pain lower ("lower abdomen pain") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with antibiotics, metronidazole (metrogel) and surgery (dental surgery and bilateral salpingectomy, hysterectomy (full), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, abdominal pain, back pain, uterine pain, fatigue, mood swings, anxiety, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, abdominal pain upper, abdominal pain lower and bacterial vaginosis outcome was unknown and the vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: four coils were noted out side the tube and on the left side three coils were noted outside the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirmed full occlusion of both fallopian tubes. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs received. Event added: bacterial vaginosis. Event pt updated from vaginal infection to vulvovaginal mycotic infection.event onset date were added. Treatment and concomitant medications were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: stucks in tubes / essure coils being in cornua of uterus and salpinx/ stucks in tubes /migration of essure device location of device: tubes") and pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. 626165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica, obesity, lumbago, neck pain, chlamydial infection and cervical pap smear abnormal. Previously administered products included for an unreported indication: azithromycin. Concurrent conditions included scoliosis, dyslipidemia, dysfunctional uterine bleeding, muscle spasms, myofascial pain syndrome, vaginal yeast infection, hypoaesthesia, coccyx pain, degenerative disc disease, tingling sensation, musculoskeletal pain, discomfort, skin cyst removal, macromastia, periapical periodontitis, caries dental, burning gum, bacterial vaginosis, depression, perineal pain, nicotine dependence, paratubal cyst, hypertension, endometriosis and adhesion. Concomitant products included amitriptyline, baclofen, ibuprofen, methocarbamol, pravastatin, pregabalin (lyrica) and tramadol. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety") and migraine ("migraines"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes:bladder problems"). In 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), uterine pain ("severe uterine pain") and fatigue ("fatigue"). In 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes:urinary tract disorder"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("pain (stomach)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (dental surgery and bilateral salpingectomy, hysterectomy (full), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, abdominal pain, back pain, uterine pain, fatigue, mood swings, anxiety, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, abdominal pain upper and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: four coils were noted out side the tube and on the left side three coils were noted outside the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirmed full occlusion of both fallopian tubes. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: pfs and mr were received: lot number was added. Events: mood swings, anxiety, vaginal hemorrhage, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, migraines, headaches, device embedment, tooth extraction, dysmenorrhea, dyspareunia, vaginal discharge, lower abdominal pain, surgeries were added. Concomitant drugs and conditions were added. Lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: stucks in tubes / essure coils being in cornua of uterus and salpinx/ stucks in tubes /migration of essure device location of device: tubes') and pelvic pain ('severe pelvic pain / pain') in a 30-year-old female patient who had essure (batch no. 626165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica, obesity, lumbago, neck pain, chlamydial infection and cervical pap smear abnormal. Previously administered products included for an unreported indication: azithromycin. Concurrent conditions included scoliosis, dyslipidemia, dysfunctional uterine bleeding, muscle spasms, myofascial pain syndrome, vaginal yeast infection, hypoaesthesia, coccyx pain, degenerative disc disease, tingling sensation, musculoskeletal pain, discomfort, skin cyst removal, macromastia, periapical periodontitis, caries dental, burning gum, bacterial vaginosis, depression, perineal pain, nicotine dependence, paratubal cyst, hypertension, endometriosis and adhesion. Concomitant products included amitriptyline, baclofen, ibuprofen, methocarbamol, metronidazole, pravastatin, pregabalin (lyrica), tramadol and vitamins nos. On (B)(6)2008, the patient had essure inserted. On (B)(6)2011, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 3 years 8 months after insertion of essure. In (B)(6)2013, the patient experienced mood swings ("hormonal changes describe: mood swings") and migraine ("migraines"). In 2013, the patient experienced anxiety ("anxiety"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2016, the patient experienced bladder disorder ("bladder or urinary problems or changes:bladder problems") and urinary tract disorder ("bladder or urinary problems or changes:urinary tract disorder"). In (B)(6)2017, the patient experienced abdominal pain upper ("pain (stomach)"). In 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), uterine pain ("severe uterine pain") and fatigue ("fatigue"). In (B)(6)2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("migration of essure device location of device: uterus"), headache ("headaches"), abdominal pain lower ("lower abdomen pain") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with antibiotics, metronidazole (metrogel) and surgery (dental surgery and bilateral salpingectomy, hysterectomy (full), oophorectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, pelvic pain, device expulsion, abdominal pain, back pain, uterine pain, fatigue, mood swings, anxiety, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, abdominal pain lower and bacterial vaginosis outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, bacterial vaginosis, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: four coils were noted out side the tube and on the left side three coils were noted outside the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: confirmed full occlusion of both fallopian tubes. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received. Event:migration of essure device location of device: uterus were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), uterine pain ("severe uterine pain") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy to remove the essure coils in both fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, uterine pain and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, pelvic pain and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of both fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: stuck in tubes / essure coils being in cornua of uterus and salpinx/ stuck in tubes /migration of essure device location of device: tubes') and pelvic pain ('severe pelvic pain / pain') in a 30-year-old female patient who had essure (batch no. 626165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica, obesity, lumbago, neck pain, chlamydial infection and cervical pap smear abnormal. Previously administered products included for an unreported indication: azithromycin. Concurrent conditions included scoliosis, dyslipidemia, dysfunctional uterine bleeding, muscle spasms, myofascial pain syndrome, vaginal yeast infection, hypoaesthesia, coccyx pain, degenerative disc disease, tingling sensation, musculoskeletal pain, discomfort, skin cyst removal, macromastia, periapical periodontitis, caries dental, burning gum, bacterial vaginosis, depression, perineal pain, nicotine dependence, paratubal cyst, hypertension, endometriosis and adhesion. Concomitant products included amitriptyline, baclofen, ibuprofen, methocarbamol, metronidazole, pravastatin, pregabalin (lyrica), tramadol and vitamins nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 3 years 8 months after insertion of essure. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings") and migraine ("migraines"). In 2013, the patient experienced anxiety ("anxiety"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes:bladder problems") and urinary tract disorder ("bladder or urinary problems or changes:urinary tract disorder"). In (B)(6) 2017, the patient experienced abdominal pain upper ("pain (stomach)"). In 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), uterine pain ("severe uterine pain") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("migration of essure device location of device: uterus"), headache ("headaches"), abdominal pain lower ("lower abdomen pain") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with antibiotics, metronidazole (metrogel) and surgery (dental surgery and bilateral salpingectomy, hysterectomy (full), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, device expulsion, abdominal pain, back pain, uterine pain, fatigue, mood swings, anxiety, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, abdominal pain lower and bacterial vaginosis outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, bacterial vaginosis, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: four coils were noted out side the tube and on the left side three coils were noted outside the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirmed full occlusion of both fallopian tubes. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.